Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported by the spouse that the patient experienced inaccurate cgm values. The cgm was reading high and the blood glucose was not checked. It was not documented if the patient had symptoms at that time. The patient self-treated with inulin. An unspecified time later, the patient passed out. The spouse called 911. The bg by emergency medical services (ems) was 31 mg/dl while the egv was 103 mg/dl. The patient was treated with sugar IV and recovered after 3 minutes. Ems departed and the patient ate a meal. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once the patient has passed out and ems came, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
The sensor was inserted into the arm on (B)(6) 2024.

Manufacturer narrative:
(B)(4).